Manufacturer narrative:
Investigation findings from the device and logs confirmed the reported issue. During the issue involving the display unit, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017 the arkon shut down during use. The clinician rebooted the device to resolve the issue. No injury was reported as a result of this event.